Event description:
Patient had pain in left knee, surgeon decided to revise as components appeared to be loose. Removed components and implanted new femur and tibial components with stems and augments. Additional information: all components were removed due to aseptic loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Information received indicated that no further information will be provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.